Event description:
During verification testing at the service center, the device displayed a whitescreen software error.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the user interface controller 2 (uic2) bbram hardware. This report represents all the information known by the reporter upon query by hospira personnel.